Event description:
It was reported that the patient presented in clinic with some dizziness. Upon interrogation, both the right atrial and right ventricular leads exhibited noise, which was reproducible with isometrics. No intervention has been performed and the patient will continue to be monitored.